Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an initial implant procedure. During implant, the right ventricular lead exhibited high pacing impedance and high capture thresholds, in which, the physician successfully capped and replaced the lead. The patient experienced no adverse consequences.